Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that the unintuitive motion issue was not replicated the system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed error code 25759. The site contacted an intuitive surgical inc (isi) technical support engineer (tse) and during the call, the error fault was already cleared after a system power cycle. After reinstalling the endoscope and resuming the procedure, it was further reported that the motion issue on the universal side manipulator (usm) arms was observed. Allegedly, the usm arm moved in a manner consistent with self-test motion even though the system was docked with instruments installed. No further information was provided at this time. The procedure was completed with no reported injury.